Event description:
Several bard powerloc¿ max power-injectable infusion sets (lot # asdtf098) have leaked at the connection on the syringe side, and some at the port side. There has been at least five so far that have leaked. Hospital staff is currently attempting to replace them with a different lot number.